Manufacturer narrative:
(B)(4).

Event description:
Pt reports sensor wire stuck in abdomen. Had to go to ER for removal. Does not have any more sensors and ordered them on (B)(6). Would like for this to be escalated to management employee (B)(6) with pt and states sensor wire was stuck inside of body after attempting to remove the sensor.